Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the patient experienced dizziness. The patient was discharged. On an unknown date in may, the patient experienced shortness of breath; transesophageal echocardiogram (tee), revealed central regurgitation, and on (B)(6) 2026, a surgical intervention was performed to explant the valve then replaced with a non-abbott surgical valve. The patient was in a recovering condition.